Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: d8, h6. Correction in the fields: e1, e2, e3. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection; therefore, the customer's reportable malfunction could not be confirmed. While speaking with the olympus technical assistance center (tac), on the phone the customer was able to resolve the issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the foot switch error (e37) occurred due to the user was pressing the foot pedal at the incorrect time which resulted in some confusion. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was not possible to determine the manufacture date of the device, as the serial number was unable to be obtained. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the result of a use error. The e37 code states to "please release the foot pedal". It is possible that the user was pressing the foot pedal at the incorrect time which resulted in some confusion. This issue was resolved via contact with the user facility. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the wireless footswitch could not be paired to the generator. It was not specified during what type of device usage the reported event initially occurred. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.